Event description:
It was reported that the right atrial (ra) lead was noted with small p-waves. Stored strips with therapy showed no atrial activity due to either no p-waves present or due possible atrial undersensing. The lead remains in use. It was also observed that the implantable cardioverter defibrillator (ICD) device showed invalid data for the trends. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).